Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the ECG leads failures on the ops checks.there was no adverse patient impact reported.